Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic oversensing resulting in recording of false arrhythmias. The lead broke during laser extraction and half of the lead remains in the body. The ra lead was replaced. No patient complications have been reported as a result of this event.